Event description:
It was reported the pt complained of pain and instability. Insert was changed from 13mm to 16mm.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.